Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a depleted battery due to a damaged hybrid. The cause of the damage could not be determined.

Event description:
This report is to advise of an event observed during analysis.